Event description:
It was reported that removal difficulty occurred. The stenosed target lesion was located in the moderately tortuous and severely liver vessel. A 200cm x 10cm fathom guidewire was selected for use. During the procedure, the guide wire remained stationary during advancement. However, there was resistance upon attempting to withdraw it, prompting its complete removal. Upon examination, the guide wire was found to be stretched (deformed) and fractured at the distal tip. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned for analysis. Visual and microscopic inspection revealed that it was stretched and detached at the distal tip. Based on the evidence, the reported clinical observations were confirmed, since the detachment and stretching were found during the product inspection and could have contributed to the reported issues.

Event description:
It was reported that removal difficulty occurred. The stenosed target lesion was located in the moderately tortuous and severely liver vessel. A 200cm x 10cm fathom guidewire was selected for use. During the procedure, the guide wire remained stationary during advancement. However, there was resistance upon attempting to withdraw it, prompting its complete removal. Upon examination, the guide wire was found to be stretched (deformed) and fractured at the distal tip. The procedure was completed with another of the same device. No patient complications were reported.